Event description:
It was reported that the customer was admitted in the emergency room for high bgs. Troubleshooting was performed. The programming, bolus history and insulin concentration were not correct. The customer was not activating bolus with bolus wizard. Assisted customer to correct programming. Instructed customer to remove the reservoir and rewind to correct concentration.